Manufacturer narrative:
1. DHR/bhr review lot# 4081468. 1-the products of this batch were assembled at intima ii auto line 3 in april 2024, and packaged at cfs package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional tests: 45psi leakage test. The test is passed, and no leakage is found at the septum and other parts of the sample. Please see the attached test reports. 4. Possible causes: 1-after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 2-if the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax0.75in prn slm npvc leaked. On (B)(6) 2025, while infusing fluids for a patient, after a successful puncture using an indwelling needle, the core was withdrawn and the patient's blood spilled out of the core where it was withdrawn, possibly due to the quality of the product itself. The indwelling needle was immediately removed and the patient was re-punctured.